Manufacturer narrative:
There are no additional device identification numbers. The investigation by ge healthcare has been completed. The log from the site did not indicate there was any system failure during the patient scan. The system operator is responsible for providing the hearing protection. In this case, hearing protection was provided and placed by the patient. The system acoustic level was tested to meet local regulations. All data reviewed indicates that the system was operating normally and within performance specifications. No further actions are planned at this time.

Event description:
It was reported that a patient underwent an mr of the breast and complained that the system seemed very loud. The patient was using earplugs and also was given a noise reducing headset after her complaint. After the exam, the patient complained of ringing in the ears. The patient went to urgent care and followed up with an ent clinic. The patient was given prednisone by the ent. The ent reported that the patient's tinnitus had resolved, but a 10% hearing deficit remained in the right ear. The customer has not received any further information regarding the patient's status.